Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a drawer will not release/open. The customer reported that issue occurred when dispensing medications and able to get them from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height cubie drawer 3 on the main device was failed with error message, drawer failed to close and found the latch inseparable missing the magnet. A field service engineer replaced the latch inseparable and both rails. The system functioned as intended after the field service engineer repaired the device.